Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that it was a malfunction caused by ribbon row cable. A field service engineer re-seated the ribbon row, cable and issue was resolved. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a cubie failure and device not detected on bus. The customer was able to take medication from another station and there was no delay in dispensing medication. There were no adverse events or injuries reported based on this incident.